Event description:
The reporter stated that the surgeon had inserted a cq2015 three piece collamer lens into pt's eye and the distal haptic & part of the lens tore off. The lens was removed with no pt injury. Another same type lens was inserted.